Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multi-system organ failure. It was reported the outcome was device or therapy related. Privacy laws prohibited the customer from providing information regarding the case. The device was explanted, but not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported multi-system organ failure (msof) could not conclusively be established through this evaluation. The pump was not returned for evaluation. Further information regarding this event was not provided due to the hospital¿s privacy laws prohibiting the customer from providing any further information. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate ii lvas instructions for use (IFU) lists various types of organ failures and dysfunctions (hepatic dysfunction, respiratory, renal failure and right heart failure) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.